Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. The customer continued to use the pump for insulin therapy. The customer continued to use the pump for insulin therapy. It was also reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source. It was then reported that a minimum fill notification occurred after the user filled the cartridge with unknown units of insulin during the load sequence. A new cartridge was loaded to resolve the issue customer¿s blood glucose value was 184 -286 mg/dl.